Event description:
It was reported that the meshgraft ii was not working. Additional clinical follow up with the hospital indicated that the reported event occurred during a planned procedure. During the procedure, the unit was only able to partially mesh the graft. An additional unit was not available to complete the procedure. However, it was reported that the surgeon was able to use the partially meshed section of the graft without altering it, and did not need to harvest another graft. The procedure was delayed by approximately ten to twenty minutes due to the reported event. There was no report of harm or medical intervention as a result of the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device's manufactured date is unknown and has no previous repair history at zimmer surgical. Investigation of the device revealed a damaged roller, cutter, side plates and ratchet. Prior to repair, device was within calibration and produced and acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.